Event description:
Edwards received notification that a patient with a 25mm intuity valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 3 years and 11 months for unknown reason. A transcatheter heart valve was successfully implanted within the surgical device with perfect outcome.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 52-year-old patient with a 25mm intuity valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately 3 years and 11 months due to degeneration leading to stenosis (peak gradient 109mmhg). The patient presented with dyspnea and fatigue. A transcatheter valve was successfully implanted within the surgical device with perfect outcome. The patient was noted as to be discharged home two days after surgery.

Manufacturer narrative:
Based on further information provided, added information to sections a1, a2, a3, a4, b7, e1, d6a. Date implanted and updated section b5.